Event description:
The following is based on the medical records provided by the patient's attorney: on (B)(6) 2012 patient coded during dialysis treatment. Routine dialysis treatment started at 13:32. The patient was alert, resting comfortably and denied any complaints. Treatment initiated without problem. At 14:46 (approximately 1 hour and 14 minutes) nurse found patient coding, blue in color and unresponsive without pulse. One (1) defibrillation shock was delivered and oxygen at hight concentration was provided per ambu bag. Nine one one was called and CPR (cardiopulmonary resuscitation) started after shock was delivered. Patient's color improved and agonal breaths were taken, CPR continued until ems (emergency medical services) arrived and transferred patient to a stretcher for transport to hospital. Since this event the patient has returned to her routine dialysis treatments. On (B)(6) 2012 vital signs: sit bp pre: 140/98, post: 40/palp; temp: pre 95.3, post 98.6; pulse: pre 102r, post 0r; resp: pre: 18, post 0. Dialysis standing orders: admit patient to fmc-owosso unit on 01/30/2012; treatment per week (3), length of treatment 3.0 - 3.5 hrs, dialyzer: f 180, dialysate: 2k 2.0ca, bicarb 33, access graft left upper arm, blood flow rate: 250 bfr, dialysate flow rate: 500 dfr. Meds: engerix b vl: 40.00 im, venofer 100 mg 100.00 ivp 3xwk, zemplar multidose vl 6.00 ivp 3xwk, epogen 24000.00 ivp 3xwk, zone perfect protein bar (po), heparin-pork 1000 units/ml 1.00 ivp 3xwk, heparin-pork 1000 units/ml 2.00 ivp 3xwk, calcitriol .25 mcg 1xday, renagel/800 mg 3xday, sensipar/ 60 mg 1xdaily.

Manufacturer narrative:
Medical records were provided and reviewed by the post market clinical staff. Medical record indicated the patient coded during hemodialysis treatment while using multiple fmcna products. In addition, the plaintiff's attorney alleged that the use of both granuflo and naturalyte products can result in high bicarbonate levels. Furthermore, it was alleged that the patient was hospitalized and underwent open heart surgery a week later including the implantation of a pacemaker. Note: most recent bicarbonate result received taken on 06/28/2012 was within normal levels of 23. This event is regarding a young esrd (end-stage renal disease) patient with congestive heart failure who reportedly coded approximately one hour after initiation of hemodialysis; emergency medical services log and hospitalization records have not been made available to use for review. There was no product malfunction during hemodialysis, and patient has returned to her usual dialysis treatments. This event will be filed as MDR due to the allegations of serious injury, at this point, unconfirmed. The actual fmcna product was not returned to the MFR for evaluation and no product identifiers were provided. Manufacturing review is being performed by the manufacturing site. A follow up report will be filed upon completion of the investigation. At this time, based on the information provided to date, the causality between fresenius product to the patient's event (coding) is undetermined. This is one event reported for the same patient involving six separate products; associated mdrs # 1713747-2013-99957, 2937457-2013-00259, 1225714-2013-00659, 1225714-2013-00660, 8030665-2013-00649.

Manufacturer narrative:
New information from the plaintiff's attorney alleges the patient expired approximately 14 months after the reported event. Medical records do not contain hospital records, diagnosis, treatment sheets, progress notes, lab/diagnostic results or cause of alleged death from this date or time period for review. Medical records do not contain a death certificate or autopsy report for this alleged death. This is no documentation in the medical record that shows that this patient expired. Upon receipt, new additional information will be processed and submitted accordingly.

Event description:
Additional information from plaintiff's attorney indicated the patient experienced a sudden cardiac event and subsequently expired approximately 14 months later.

Manufacturer narrative:
Product identifiers were not provided for evaluation. Subsequently, a historical record review of the production lots identified through the treatment record review was conducted during three (3) months prior to the complaint. The MFR production records were received and all lot release criterion were met. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint is not confirmed. A sample was not provided for evaluation. Based on the information provided the casuality between fresenius product to the patient's event is undetermined.

Manufacturer narrative:
A sales delivery search was performed to determine the dialyzer lot numbers with reported catalog number received by the customer three months prior to the complaint occurrence date. The sales delivery search found that eight dialyzer lot numbers with the reported catalog number had been delivered to the customer in this time period. The reported complaint cannot be confirmed in relation to fresenius dialyzer product. Review of the batch production records found no non-conformances, rework or any irregularities during manufacturing that may relate to the reported complaint event; all lots met release criteria. There was no allegation of product defect. The system level review of the 2008k device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Upon receipt of additional information, a supplemental report will be submitted. This is one of six reports associated with this event. Related MFR # 2937457-2013-00259, 8030665-2013-00649, 1713747-2013-00489, 1713747-2013-99957, 1225714-2013-00659, 1225714-2013-00660.